Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t assay (tnt) on a cobas 8000 e 602 module (e602). The customer repeated all other patient samples tested for tnt that day, but all other samples repeated with the same values. The sample initially resulted as 9 ng/l and this value was reported outside of the laboratory. A second sample collected from the patient was tested that same day, resulting as 448 ng/l. The original sample was then repeated twice on (B)(6) 2018, resulting as 501 ng/l and 493 ng/l. The 493 ng/l value was reported outside of the laboratory. No adverse events were alleged to have occurred with the patient. The tnt reagent lot number and expiration date were asked for, but not provided. Calibration and controls were ok. The customer checked the complained sample and saw some floating particles in the plasma.

Manufacturer narrative:
Repeat testing of the patient sample was performed on a second e602 analyzer. The patient had previous myocardial infarction and a family history of ulcerative colitis. The patient is currently admitted. The tnt reagent lot number was 295258.

Manufacturer narrative:
The alarm trace and calibration data showed no indication of an issue. Upon investigation of the quality control data, a high variation was seen for the level 1 control. The level one control was low, but within range on 22-feb-2018 and 23-feb-2018. Control recovery from april was ok. The investigation was unable to find a definitive root cause.